Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. The journal article did not include any analysis of how or if the phasix flat mesh potentially caused or contributed to any patient outcome or complications. Infection, seroma, hematoma, fistula and hernia recurrence are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Regarding infection the warning section states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2014 based on the information available. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article ¿poly-4-hydroxybutyrate mesh for ventral hernia repairs: a single-surgeon experience¿. The article is a retrospective study of 169 adults who underwent open ventral hernia repair (vhr) with poly-4-hydroxybutyrate (p4hb) (phasix) mesh by a single surgeon performed between 2014 to 2020. 81 of the patients were reported to have had a prior vhr and 31 patients were noted to have had a prior mesh infection. 37 of the 169 study patients had postoperative surgical site occurrences which included cellulitis (11), surgical site infection (16), seroma (3), hematoma (6), nonhealing incisional wound (14), fascial dehiscence (10), infected mesh (3), and enterocutaneous fistula (3). In addition, there were 8 hernia recurrence reported during the follow-up period (12-18 months). Overall, 36 readmissions with 30 reoperations were noted. The article does not report any device specific issue. Based on their retrospective review the authors concluded ¿ventral hernia repair with p4hb biosynthetic mesh produces acceptable rates of recurrence in both onlay and retrorectus planes with a favorable complication profile to biologic and synthetic meshes. Predictors of hernia recurrence include a history of prior hernia repair, hypertension, and immunosuppression.¿